Event description:
Per the clinic, the patient experienced an infection at the abutment site in july 2022 and was treated with topical steroid and oral and topical antibiotics (specific date and duration not reported). The patient also underwent a skin revision (date not reported) in order to excise the skin over the abutment.